Manufacturer narrative:
(B)(4) product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Foreign report source: (B)(6) multiple MDR reports were filed for this event, please see associated reports: (B)(4).

Event description:
It was reported by japan that they investigated circulated items and identified debris in sterile packages. No patients were involved. Attempts have been made, and no further information has been provided.

Event description:
Not reportable: upon investigation, it has been determined that the debris in the sterile packaging meets the acceptable criteria and product is conforming to specifications. Event is no longer considered reportable, and initial report should be voided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Updated: b4, b5, d4, g4, h2, h3, h4, h6. Reported event was confirmed by examination of devices. Device history record (DHR) was reviewed and no discrepancies were found. The root cause of the reported event is likely to be due to transit damage causing the foam packaging to become abraded and shed, and the porous coating to shed from the implant. Evaluation of the returned product/photographs provided confirmed there is debris inside the sterile packaging which is consistent with the appearance of foam debris from the foam packaging and porous coating inside the sterile barrier. The reported event is confirmed. The likely condition of the product when it left zimmer biomet was conforming to specification. The device evaluation found no malfunction and the event did not contribute to injury, therefore this would not be considered a reportable event. Event is no longer considered reportable, and initial report should be voided.